Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer septal occluder was chosen for a procedure using an unknown delivery system. During procedure, the occluder took the form of cobra deformation. After multiple attempts, still failed. A new 8mm amplatzer septal occluder was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer septal occluder was chosen for a procedure using an unknown delivery system. During procedure, the occluder took the form of cobra deformation. After multiple attempts, still failed. A new 8mm amplatzer septal occluder was chosen and completed the procedure. The patient was reported stable.